Manufacturer narrative:
Device had broken half of reservoir tube lip, however test reservoir locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir chamber was broken off and plastic ring was chipped off. The customer¿s blood glucose level was 370 mg/dl. Troubleshooting was performed for damage and noticed the reservoir was no longer locking in place. The insulin pump will be returned for analysis.